Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom: "flow rate deviation." Customer paperwork states: "not delivering dosage correctly."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: j030003. 2.5 hours of operation: 5393 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. As no date of the incident was given, the last history files from 2022-11-25 to 2022-11-28 were investigated. Several drive test error / claw-open-error entries could be found in the history files. These entries identify a malfunction of the drive head. In addition, several pressure alarms could be detected (reason for these alarms could not be clarified) furthermore, no anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the technical seal (44-02-139) on the lower housing were intact. The device appears in bad condition, it is dirty, and several minor scratches are found. A relatively high axial clearance could be determined. Furthermore, no visual damages parts could be detected. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A bd plastipak 50 ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,56%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: to investigate the inside, the device was disassembled completely. Inside the device damaged parts could be detected. The drive shows a broken part. Furthermore, the claw mechanic and drive head housing were broken. These damaged parts identify an external force damage. In addition, no more anomalies could be detected. 4. Judgment: 4.1 the complaint could not be confirmed. In the history files no flowrate deviation could be detected. The flowrate measurement was within the tolerance. During disassembly several damaged parts could be detected. These damaged parts identify an external force damage. It cannot be ruled out that the damaged parts have caused a flowrate deviation at the customer's site. Furthermore, no anomalies could be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.